Event description:
It was reported that this right ventricular (rv) lead recorded low out of range pacing impedance measurements. Technical services (ts) reviewed the device data and noted sudden drop to approximately lower than 200 ohms. Ts provided general recommendations. No adverse patient effects were reported. This rv lead remains in service.